Event description:
During a tonsil and adenoidectomy, the physician was utilizing a coblator ii surgery system. Intra-operative the physician attempted to increase the coagulation setting; however, there was no response from the controller. The procedure was completed by retrieving a back up unit. No pt complications were reported as a result of the event.